Manufacturer narrative:
The customer reported this event to the FDA through medwatch (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex hf1000, a blood leak was observed from a crack in the tubing, just below the filter junction. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection observed a hole on the access line post pump inside its screwed connector. Marks of solvent was observed on this line outside of the screwed connector showing that the solvent had been applied in excess and therefore spread out of the screwed connector.the reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.